Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v, and the trailing haptic got caught in the cartridge and tore off. The lens was removed & replaced without enlarging the incision & no suture required.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in half, and a haptic is torn off. There is clear and reddish surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.